Event description:
It was reported that during a saphenous vein graft stenting treatment procedure, stent damage occurred. In (B)(6) 2012, the patient presented with one-week unstable angina and cardiac catheterization was performed. A 6f short sheath was placed in the left radial artery using a micro-puncture technique. The saphenous vein graft (svg) to the diagonal/obtuse marginal artery was engaged with a 6f al-0.75 guide catheter. A short non-bsc guide wire was advanced into the native obtuse marginal artery. Conventional balloon angioplasty was performed in the distal segment of the graft with a 3.0x20mm noncompliant balloon. A 4mm non-bsc filter was then deployed within an old non-bsc stent in the distal segment of the vein graft. A 4.0x38mm promus element stent was then deployed in the proximal-to-mid vein graft. After stent deployment, the distal wire tip of the filter was noted to be in a small branch so the filter was withdrawn slightly. This caused the guide catheter to touch the inferior margin of the stent resulting in minor stent deformation approximately 5mm from the proximal stent margin which was noted on non-contrast cine angiogram. The stent was post-dilated with a 4.5x12mm noncompliant balloon. The plan was then to retrieve the filter in order to stent the distal disease. During attempted retrieval of the filter, the guide catheter interacted with the proximal stent resulting in further significant longitudinal and axial stent deformation at 5-10mm from the proximal stent margin. The graft was then rewired with difficulty using a short non-bsc guide wire. The area of stent deformation was dilated with a 3.0x20mm balloon. A 4.0x18mm non-bsc stent was deployed within the proximal promus element stent at 18 atmospheres and post-dilation was performed with a 4.5mm noncompliant balloon. A 3.5x32mm promus element stent was then deployed in the mid-to-distal segment of the graft overlapping the old non-bsc stent. The stent was post-dilated sequentially with a 3.5x20mm noncompliant balloon within the old non-bsc stent and a 4.5x12mm noncompliant balloon in the region of stent overlap. Final angiography was performed. The radial sheath was removed and patent hemostasis achieved with a non-bsc tr band. No further patient complications were reported and the patient condition was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).